Event description:
It was reported that the patient experienced issues with ten infusion sets not loading insulin about a month ago used for less than one day blood glucose level was high treated by correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-10526 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.